Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device provided inappropriate therapy for atrial fibrillation (af) with rapid ventricular response. The device is still in use. No further patient complications have been reported as a result of this event.